Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4).to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the top port/connection at the effluent bag (also reported as ¿where upper tubing connects to the bag¿) of a prismaflex st150 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye revealed no anomalies. During functional testing, a leak was observed at the level of the drain bag luer connector. Inspection under the microscope revealed a hole located between the luer connector and eyelet number one. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the drain bag damage was determined to be related to the supplier manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.